Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high out of range pacing impedance measurement of greater than 2000 ohms. Variable r-waves and a slight rise in thresholds were also noted on the rv channel. The rv lead was reprogrammed and remains in service. No adverse patient effects were reported.